Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant procedure check, the right atrial lead exhibited failure to capture, failure to sense in the atrium and was sensing ventricular activity. The lead was suspected to be dislodged, which was confirmed through fluoroscopy. The patient was brought into procedure on (B)(6) 2019 for revision procedure. The lead was repositioned successfully. The patient was stable post procedure.